Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off on multiple occasions. The customer¿s blood glucose was displayed on the continuous glucose monitor (cgm) as "high" on one occasion and "low" on another occasion. A manual injection was given to treat the elevated bg and carbohydrates were consumed to treat the low bg. The customer reverted to an alternate method of insulin therapy.